Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. This resulted in the customer's blood glucose level dropping to 41 mg/dl. The customer consumed carbohydrates to address the low blood glucose level. Technical support assisted the customer in setting up a security pin and advised them to continue monitoring their blood glucose levels, which the caller understood and acknowledged.